Event description:
It was reported that there was a flow sensor out of order. The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.